Manufacturer narrative:
Device investigation: results: the catheter is stretched approximately (5.5cm) from the distal tip of the shaft. A 0.070" mandrel was introduced into the hub and advanced distally until it reached the stretched area in the distal portion of the shaft. This catheter is non-functional. Conclusion: the complaint has been evaluated and confirmed. The catheter is stretched in the distal portion of the shaft as described in the complaint. Although the complaint describes the device being removed from the package carefully, the distal tip of this device is very flexible by design and therefore subject to damage especially during removal from the packaging. Devices are thoroughly inspected during the manufacturing and packaging process therefore, it is unlikely this device was damaged prior to shipment. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The hospital staff found the end of the neuron stretched when they opened it to use during a case. The product was taken out of the package carefully so they believe it was already faulty before opening. The fault was noted by the physician prior to placing it in the patient. Another was opened with no fault and was used.